Manufacturer narrative:
E1 phone: complete phone number is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect prolactin and provided the following data for 1 patient (ID: (B)(6) ): on 4 apr 24, the architect prolactin was 50.84 ng/ml. The sample was sent to another laboratory and generated a prolactin result of 20 ng/ml (electrochemiluminescence method). The sample was sent to another laboratory and generated a prolactin result of 13 ng/ml (chemiluminescence method). Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review did not identify any non-conformances or deviations with the complaint lot. Ticket search by lot did identify an increase in complaint activity, however trending review did not identify a related trend regarding commonalities for complaint lot number and customer reported issue. In-house testing was conducted with an in-house retained kit of lot 56044ud00. Lot 56044ud00 met specifications, indicating that the product is performing as expected. Labeling was reviewed and was found to address the customer reported issue. Based on the investigation, no systemic issue or deficiency of the architect prolactin lot 56044ud00.

Event description:
The customer reported falsely elevated architect prolactin and provided the following data for 1 patient (ID: (B)(6)): on (B)(6) 2024, the architect prolactin was 50.84 ng/ml. The sample was sent to another laboratory and generated a prolactin result of 20 ng/ml (electrochemiluminescence method). The sample was sent to another laboratory and generated a prolactin result of 13 ng/ml (chemiluminescence method). Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.